Manufacturer narrative:
The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - investigation of the returned device showed that the aspiration pump was not running. To resolve the issue, the driver board was replaced and aspiration calibration was performed with full functional test and verification to meet manufacturer's specification. Root cause - the dart controller was found to be defective after 5 years in the field. The handpiece was apparently rested on the scapula on top of the surgical drape. The handpiece was intentionally put there, and no further details are available on how exactly the superficial burn occurred. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3006697299-2023-00044 & 3006697299-2023-00045. A facility reported that cusa clarity console (c7000) was used during a "craniotomy occipital right side" for tumor removal, and the patient received a superficial burn on the right scapula and was given first aid treatment with betadine and a duoderm dressing. The handpiece was apparently rested on the scapula on top of the surgical drape. The surgeon's gown had a burn through his surgical gown but had no personal injury. There was no delay in surgery reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.